Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed the main arm cannot communicate with the motor arm error. The customers blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Advised customer to performed self-test which did not passed. Customer also reported that they receive insulin flow block alarm and did not occur during fill tubing. Customer stated the alarm was resolved by complete set changed. The device will not be returned for analysis.